Event description:
It was reported that paramedics were called and customer was treated due to low blood glucose levels. Customer was instructed to change out set and inject as per md. Customer is having financial stress. Troubleshooting performed and pump appeared to be performed as designed.